Event description:
Same case as MDR ID# 2134265-2012-07404. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The target lesion was located in an unspecified vessel. During rotational testing of the 1.75mm rotablator rotalink plus and the 330cm rotawire, outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection, no issues were noted with the unit handshake connectors. An attempt was made to wire guide the burr unit using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the annulus was flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed which confirmed that the burrs' cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The direction for use (dfu) warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." "Always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system". "Complications associated with the guidewire includes distortion, kinks, and fracture". Therefore, the most probable root cause is user related. (B)(4).